Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission with pause episodes. Upon review of egms, it was noted that they were false pause episodes due to loss of electrode contact in the pocket. The patient was seen in clinic. No intervention was performed and the device remains implanted. The patient was stable and will continue to be monitored.